Event description:
It was reported to philips that there was an intermittent communication issue resolved by replacing the ethernet switch on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ethernet switch and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).